Event description:
It was reported to philips that the image froze in the examination room due to a flexvision pc issue on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision pc and hard drive (flexvision 2_revised pc no hdd, disk for clarityiq_ii and ip_revised_ii) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment. (Reference: (B)(6)).